Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Analysis did not find any other suspicious faults or resets. The battery voltage is dropping as expected however, the depletion pattern is normal. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis found no evidence of device defect as normal function was observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) advised that right ventricular auto threshold (rvat) and left ventricular auto threshold (lvat) test had been suspension and measuring 5v. Data analysis showed the battery appeared to be depleting more quickly than expected due to operating in suspension. Device replacement was recommended. At this time, this crt-d remains in service, and no adverse patient effects were reported. Additional information has been received that this crt-d was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) advised that right ventricular auto threshold (rvat) and left ventricular auto threshold (lvat) test had been suspension and measuring 5v. Data analysis showed the battery appeared to be depleting more quickly than expected due to operating in suspension. Device replacement was recommended. At this time, this crt-d remains in service, and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) advised that right ventricular auto threshold (rvat) and left ventricular auto threshold (lvat) test had been suspension and measuring 5v. Data analysis showed the battery appeared to be depleting more quickly than expected due to operating in suspension. Device replacement was recommended. At this time, this crt-d remains in service, and no adverse patient effects were reported. Additional information has been received that this crt-d was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.